Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a custom pectus bar was not an ideal fit. The surgeon reported the bar was too long and the bend was off. The bar was adjusted during surgery and the bar was successfully implanted. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. The item# ps-1527, lot# 989950 was not returned for investigation, as it was reported that the bar was modified and used in the surgery. It was reported the surgeon properly bent the bar and installed it with no patient injury or surgical delay. No photos, x-rays, scans, or physician's reports were provided. The DHR for this device was reviewed; no non-conformances were found. There are no indications of manufacturing defects. For all patient matched pectus bars (item# pt-xxxx & ps-xxxx) in the previous one year (from the notification date) regarding the bars being too long, (B)(4), which is no greater than the occurrence listed in the application fmea. The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.